Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced bent cannula which led to high blood glucose (600 mg/dl) and subsequent hospitalization on (B)(6) 2024. The site of insertion was abdomen. Patient noticed symptoms within 3 or more hours after insertion. Patient received intravenous fluids of saline and insulin as a corrective treatment. Patient was released from the hospital on (B)(6) 2024. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The reference samples for the lot 5359698 have already been previously tested in the complaint (B)(4) on 19/may/2022. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the complaint (B)(4). The 5359698 was manufactured according to the work instruction (wi) version 92 manufactured in the line li60 on 29/aug/2021, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 02/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 5359698 and no found complaint have been registered in database for the same lot 5359698 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.